Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that instrument was swapped out to resolve the issue. Isi has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A review of the advanced stapler system logs for the sureform 60 stapler associated with this event has been performed and the following additional information was provided: it was found that the logs showed sureform 60 stapler was installed on the system 8 times and fired 5 reloads (3 blue, followed by 2 white). On installs 1, 5, and 6, no firing was attempted. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 3, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 4 and 7, all clamps were successful, and the firings were each completed with 1 pause for compression. On install 8, the first clamps were successful, but were followed by a firing failure. The firing stopped at 69% completion, after a duration of 67 seconds. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the clinical sales representative (csr) contacted a technical support engineer (tse) and reported that they were having sureform 60 stapler issues that occurred during the case. The customer stated that during the 3rd fire, the jaws did not open fully, but the surgeon was able to get the stapler removed from the tissue. The surgeon was proceeding and then on the 2nd to last fire with the same instrument there was a tissue too thick message when using a white load. The customer stated that the surgeon used the vessel sealer instrument to try the jaws open and then removed the instrument from the arm. The surgeon elected to swap out the sureform 60 stapler instrument with a curved 45 stapler and completed the case with no other issues. After the case, the customer was attempting to open the jaws by using the knob on top, but the jaws would not fully open. The customer further stated that all the disks on the bottom of the instrument would rotate except the right disk closest to the shaft of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that sureform 60 stapler was the stapler with the reported issue. It was unknown if the instrument inspected prior to use. The target tissue was the stomach. There was no adverse effect to the grasped tissue and there was no unexpected tissue removal. There was no bleeding. Nothing fell into the patient during the surgical procedure. There was a procedure delay of about 5-10 minutes.